Manufacturer narrative:
The t:slim pump user guide states that a low insulin alert is displayed when there are 5 or less units of insulin in the pump, requesting that the cartridge be changed or pump will stop all deliveries. The alert will continue until the cartridge has been changed; otherwise the pump will stop all insulin deliveries, due to an empty cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) level was elevated (508 mg/dl). The customer delivered boluses via the pump to correct elevated bg level. The customer stated the suspected cause was due to running out of insulin in the middle of the night. During troubleshooting pump data was reviewed by tandem technical support. It was determined that the pump displayed a low insulin alert which the customer cleared around 4:30am. The pump subsequently ran out of insulin by 6:30am.